Manufacturer narrative:
This MDR is being filed as part of remedial action performed per (B)(4). (B)(4) has been initiated to investigate syringe ejections.

Event description:
Koru medical became aware of (B)(4) received through the FDA medwatch program stating "spontaneous call-patient reported syringe is coming out of the pump multiple times dictating the pump wing knob is not dialing correctly. Advised of manual push - patient informed that she had been hospitalized with covid twice and is very weak and therefore has not strength to push (unspecified dates/length of stay). No further information available indication: other immunodeficiencies with predominantly antibody defects, abnormality of globulin. Reported to (8)(6) by: patient/caregiver. Dates of use: (8)(6) 2020 to current." A good faith effort was sent to the initial reporter on 19-aug-2020. A response was received stating no further device information was available. A replacement pump was scheduled for delivery. In addition, the patient reported the syringe drivers malfunction to the pharmacy on (B)(6) 2020. The patient called the pharmacy again the next day indicating they were still experienced problems with the driver. The pharmacist confirmed the driver had not changed and reviewed the connection to the tubing. The pharmacist was able to discern the patient was connecting the tubing extender to the syringe and counseled the patient the precision flow tubing (f1200) should be directly connected to the syringe. The patient reconnected the flow tubing to the syringe in the pump and the issue was resolved. The patient requested additional f1200 tubing and needle sets, and the pharmacist put a hold on the tubing extenders in the interim. The device involved in the event was not returned to koru for evaluation. Since the lot/serial was unknown, a manufacturing review and assessment could not be performed. The most likely root cause of this incident is directly connecting extension tubing or administration set (without the luer disc) which will cause the syringe to eject from the syringe driver and eventually cause internal damage to it. The most probable cause for this incident in end user error. No further information has been received, therefore koru medical considers this medwatch closed. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.